Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pregnancy with contraceptive device ('pregnancy no complication') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy in 1993, vomiting, diarrhea, blood pressure increased, menometrorrhagia and dysmenorrhea. Previously administered products included for an unreported indication: mirena. Concurrent conditions included pregnancy with contraceptive device ((B)(6) 2009). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vagina bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection") and anxiety ("mental anguish"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychology injury/depression"), urinary tract infection ("bladder/urinary problems: urinary tract infection ¿"), complication of device insertion ("no implant in the left tube due to occlusion") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy (full)/supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract infection had resolved and the pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, complication of device insertion and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary problem ? Yes. Plaintiff experienced other one pregnancies that were captured in cases (B)(4) for pregnancy case and (B)(4) is baby case discrepancy noted for date of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: essure device was successfully occluded. Concerning the injury reported in this case, the following ones were described in patient medical record uti, depression, menorrhagia lot number: 628437 manufacturing date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received.eevnt: dysmenorrhea (cramping )were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pregnancy with contraceptive device ('pregnancy no complication') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy in 1993, vomiting, diarrhea, blood pressure increased, menometrorrhagia and dysmenorrhea. Previously administered products included for an unreported indication: mirena. Concurrent conditions included pregnancy with contraceptive device ((B)(6) 2009). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vagina bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection") and anxiety ("mental anguish"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychology injury/depression"), urinary tract infection ("bladder/urinary problems: urinary tract infection ¿") and complication of device insertion ("no implant in the left tube due to occlusion"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract infection had resolved and the pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary problem ? Yes plaintiff experienced other one pregnancies that were captured in cases (B)(4) for pregnancy case and (B)(4) is baby case . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Concerning the injury reported in this case, the following ones were described in patient medical record uti, depression,menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr received- new events vaginal bleeding, menorrhagia, vaginal infection, depression, mental anguish, device ineffective, pregnancy with contraceptive device, and device insertion failed were added.patients demography was added concomitant drug and condition was added, patients demography was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pregnancy with contraceptive device ('pregnancy no complication') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy in 1993, vomiting, diarrhea, blood pressure increased, menometrorrhagia and dysmenorrhea. Previously administered products included for an unreported indication: mirena. Concurrent conditions included pregnancy with contraceptive device ((B)(6) 2009). On (B)(6) 2009, the patient had essure inserted. In march 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vagina bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection") and anxiety ("mental anguish"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychology injury/depression"), urinary tract infection ("bladder/urinary problems: urinary tract infection ¿") and complication of device insertion ("no implant in the left tube due to occlusion"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and urinary tract infection had resolved and the pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on 9-feb-2011. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary problem ? Yes. Plaintiff experienced other one pregnancies that were captured in cases 2019-196257 for pregnancy case and 2019-196262 is baby case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-oct-2009: essure device was successfully occluded. Concerning the injury reported in this case, the following ones were described in patient medical record uti, depression, menorrhagia lot number: 628437 manufacturing date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psychology injury") and urinary tract infection ("bladder/urinary problems: urinary tract infection ¿"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary problem ? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: new pfs received- new events added: pelvic/abdominal pain, general abnormal bleeding, psychology injury, bladder/urinary problems: urinary tract infection were added.outcome of events pain, bleeding, bladder/urinary from unknown to recovered/resolved were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.